Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had some soreness at the surgical site which turned into pain. There was no infection noted. The device and lead were repositioned/relocated and norco was administered to the patient. The event was considered resolved without sequelae. Additional information received from the healthcare provider for a clinical study, via a manufacturer representative, reported only the neurostimulator was relocated and not the lead. The procedure occurred on (B)(6) 2014. The lead was explanted and replaced on the same day. See manufacturing report # 3004209178-2014-24152.